Manufacturer narrative:
Patient age, corrected data: initial report inadvertently listed incorrect patient age as the event date was listed incorrectly. Date of event, corrected data: initial report inadvertently reported incorrect event date.

Event description:
It was reported that the patient's generator was replaced prophylactically. Historically, the explant facility does not return explanted products and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that the patient had a vns implanted with poor benefits. Further follow up indicated that the poor benefits referred to an increased seizure frequency the patient had experienced. It was reported by the patient's mother that this increase in seizure frequency occurred due to generator battery depletion. The increase in seizure frequency was recent. The patient was referred for generator replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.